Manufacturer narrative:
Device was received fully deployed. No alarms, timeouts, nor drive stall was observed in the data. The needle mechanism was checked for damages, and none were observed. The cause of the reported dislodging could not de determined. No issues were observed with the adhesive pad nor welds. The cause of the reported failure also could not be determined. No kinks were observed on the soft cannula. Fluid was able to pass through the fluid path. No damages were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. The cannula was bent and the pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge.